Event description:
It was reported that the arterial port (female luer) cracked at the tip. The catheter was repaired by: "sterile betadine scrub to (a) limb, tip cut sterily and then (a) tip changed". No further leaking noted.